Event description:
Revision surgery - post operative patient decided to leverage themselves and dislocated their shoulder joint.

Manufacturer narrative:
The reason for this revision surgery was to address a dislocation after 7 days in-vivo. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to (B)(4) surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main contributor component listed in the complaint. A review of the product complaint report history showed this is the first complaint against a part from this lot. The root cause of the dislocation was reported as patient activities post surgery; patient was leveraging themselves. There are no indications of a product or process issue affecting implant safety or effectiveness.